Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Double capsule: unable to observe as it is a medical event not related to the device. Other-technical: no particles were observed in the valve. Additional observations: observed creases on the device. Red particles observed the outer device.

Event description:
Healthcare professional reported right side capsular contractures, baker grade IV, physician observed double capsule during surgery. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contractures, baker grade IV, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician observed, double capsule. During surgery. The device has been explanted and replaced.